Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty computer. The computer was replaced. The replaced computer was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. The analysis of the replaced computer, there were no issues found.

Event description:
A medtronic representative reported that there was no input detected on the monitor screen. The rep confirmed that the cables were properly seated, that the mouse was functional, and there was cd drive capability. After restarting the system, the company logo appeared and then the screen went black and remained there. After a few more attempts, the system started up and functioned within specifications. No patient was present during the time of the reported incident.